Manufacturer narrative:
The t:slim x2 pump user guide indicates is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the pump supplies. The customer's blood glucose level was 187 mg/dl. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support advised the customer that apidra was not labeled for use with the pump.